Event description:
The patient received his scs system consisting of a neurostimulator receiver on (B)(6) 2005. It was reported that the patient experienced a loss of stimulation. Replacement of external components did not resolve the issue. The physician replaced the patient's receiver with an implantable pulse generator (ipg) on (B)(6) 2007. The existing leads were reused. The explanted receiver was returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed manual test and auto test. It is believed that there was an issue with one or both hybrid components. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.